Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was moving faster than usual (different from the master's movements, moving more roughly and jerkily than usual). It was confirmed that there was no scaling or other unusual change in the system setting. Since the dv5 system was being used, the technical team decided to visit the clinic to check. They stated that there was no abnormality in movement when using other types of instruments used in later procedures during the surgery. The instrument was no longer used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon did not scale appropriately; the distance moved greater in the intended direction. The issue was resolved by replacing the prograsp with the tip-up grasper. There was no injury to the patient, no instrument-to-instrument or system arm-to-arm interference, or external collisions. The device was inspected prior to use with no damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and assed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, grip tips opened and closed properly, and it passed the grip and bumper tests. No product issue was found. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.